Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to dizziness. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-021: improper technique of obtaining or applying blood sample. Note 1: manufacturer contacted customer in a follow-up call on 14-jun-2021 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated he was still experiencing dizziness. Customer stated he had contacted his doctor and had an appointment the following day. Customer stated the replacement products had resolved the initial concern. Note 2: manufacturer contacted customer in a follow-up call on 16-jun-2021 to ensure the customer's condition had improved - customer stated he was still experiencing dizziness. Customer stated he had gone to see his doctor and was given a prescription to lower his blood glucose and to help improve the dizziness. Customer declined to provide any further information. Note 3: manufacturer contacted customer in a follow-up call on 21-jun-2021 to ensure the customer's condition had improved - customer did not currently have any diabetic symptoms and stated the dizziness is being attended to by his doctor. No further information was provided.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2022 and open vial date is 06/10/2021. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter.